Event description:
It was reported in preparation to a procedure, it was expressed uncertainty regarding the leads expiration date due to the manner in which it was displayed on the packaging. Upon opening the package, it was observed that the device showed a yellowish appearance. Due to concerns regarding device sterility, the lead was not used and was discarded. The procedure was completed without adding a new lead.